Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and noted there was water in the flow sensors. The flow sensors were cleaned and calibrated, resolving the reported complaint. The unit was returned to service. Per the user manual, pooled water in the sensor or water in the sensing lines causes false alarms. The user manual provides solutions to resolve water build-up.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the set tidal volume was 500ml and delivered tidal volume was 600ml. There was no report of patient involvement.